Event description:
Procedure: lap assisted distal gastrectomy. Reportedly, when the needle was inserted into the patient cavity, the blunt stylet did not work and the sharp tip of the needle remained exposed.